Event description:
Leica biosystems received a complaint regarding failure of processing runs in both retort a and b, as a consequence of low reagent levels being detected in the reagent bottles. The leica field support specialist reported that the complainant stated that: "she thinks the techs are cheating when it is time to refill the bottles, just pulling the bottle out and pushing it back without refilling"; and "feels that processing issues are happening because of incorrect reagent grading." On (B)(6) 2015, a leica field support scientist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the directly measured concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit for bottle 8 only. The measured ethanol concentration in bottle 8 was 65%; and the corresponding calculated concentration was 98%. On 05/11/2015, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 8 (ethanol) was removed from the instrument for 6 seconds at 03:54 am on (B)(6) 2015 in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because none of the bottles designated for ethanol contained reagent which satisfied the concentration requirement for use as the final reagent. This period of time is not sufficient to replace the reagent. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 8 remained unchanged at 58.5%, because the reagent had not been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocols. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual.